Manufacturer narrative:
###A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 27-apr-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller exhibited a vad disconnect alarm and a battery exhibited a power disconnect alarm. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that all instances of losses of power to the controller were attributed to accidental double disconnections of both power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6) h3:yes serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6), the controller ((B)(6)) and the battery ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any alarms within the analyzed period; however, review of the data log file revealed an instance involving (B)(6) where the battery's relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. In addition, log files revealed one (1) low flow alarm was logged on 06/jul/2024. Review of the alarm log file revealed sixty (60) critical battery alarms were logged between 26/jul/2024 at 21:09:10 and 27/jul/2024 at 02:46:19 involving (B)(6), due to the batteries depleting below 10% relative state of charge (rsoc). Further review of the alarm log file revealed one (1) electrical fault alarm was then logged on 26/jul/2024 at 21:50:01, indicating an overcurrent condition on the front stator, resulting in the pump running on a single stator (rear stator only). During the electrical fault alarm, one (1) simultaneous vad stopped alarm was logged, indicating that the motor stators failed. Review of the event log file revealed one (1) simultaneous reactivation event was also logged, indicating an overcurrent condition on the rear stator, resulting in the pump running on a single stator (front stator only). Log file analysis also revealed two (2) controller fault alarms were logged on 26/jul/2024 at 22:36:14 and 22:36:35, due to a power out of range condition and the patient allowing the batteries to deplete below 10% rsoc. Additionally, log files revealed two (2) controller fault alarms were logged on 26/jul/2024 at 22:36:14 and 22:36:35, due to a power out of range condition and the patient allowing the batteries to deplete below 10% rsoc. Review of the event log file revealed thirty-one (31) controller power up events with associated pump start events were logged between 22/may/2024 at 18:29:43 and 02/aug/2024 at 18:38:45, indicating losses of power to the controller. The controller was without power for an average of one (1) minute and six (6) seconds per loss of power. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the first loss of power was not available for analysis. Several momentary disconnections were noted leading up to multiple losses of power. Following the last loss of power, log file analysis revealed one (1) vad disconnect alarm was logged on 02/aug/2024 at 18:38:46, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller. As a result, the reported events were confirmed. The associated battery was lubricated prior to release. Based on the available information, the device may have caused or contributed to the low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the observed critical battery alarms and the reported controller fault alarms can be attributed, but not limited, to the patient allowing the battery to deplete below 10% rsoc. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms, vad stopped alarm, and observed reactivation event due to an overcurrent condition can be attributed, but not limited, to a short in the driveline likely due to damage to the controller driveline port, and/or driveline connector. Possible root causes of the communication error, and resulting reported power disconnect alarm, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-aug-2023 / serial or lot#:  (B)(6) d9: no h3: no h4: mfg date: 19-aug-2022 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited multiple unexpected losses of power (lop), resulting in the ventricular assist device (vad) stopping and vad stop alarm. The most recent lop was due to the patient accidentally separating the two power sources which was attributed to their parkinson's disease. It was also reported that the controller exhibited electrical fault and controller fault alarms and the vad exhibited low flow alarms. The vad and controller remain in use. No patient complications have been reported as a result of this event.